Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that during the procedure the thumb switch would not go completely forward. The physician tried disconnecting and reconnecting the cutter driver but the problem remained. No patient injury is reported. Evaluation summary: the turbohawk was received for evaluation with the tissue flushing tool (threaded over torque shaft) and the cutter driver (attached) but without other ancillary devices or cine images from the procedure. The torque shaft did not exhibit any damage or deficiencies relevant to the reported event. The flush check-valve was distended into the luer-port. This condition has been observed when the cleaning operation generates enough back-pressure to overwhelm the check valve's mechanical fit. The turbohawk distal tip assembly exhibited a sharp bend (kink) immediately distal to the edge of the tissue flushing tool. The cutter head assembly was nested in the housing ramp. The distal tip assembly lumen contained collected tissue from the procedure. The housing (laser-cut) coil exhibited a delamination and deformation that would compromise the luminal clearance of the assembly. The cutter head assembly was able to advance beyond the noted damage but it was difficult and may not have been possible in a clinical setting.